Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues and was not able to be interrogated with the patient mobile monitor, the clinic assist and the magnet. Reportedly, the patient experienced a trauma from a fall about a month earlier and the point of impact was one or two inches from the icm. Technical services (ts) provided troubleshooting options, however, these do not seem to work. The field representative indicated that the icm does not seem to be in one piece when feeling the device over the skin. The icm device is believed to be broken from the patient's fall. Imaging was suggested to confirm the state of the icm. The device remains in service and implanted at this time. No adverse patient effects were reported. Additional information provided indicates this icm was replaced and is expected to be returned for analysis. No additional adverse patient effects. The product was expected to be returned, however, despite multiple attempts the product was unable to be located.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues and was not able to be interrogated with the patient mobile monitor, the clinic assist and the magnet. Reportedly, the patient experienced a trauma from a fall about a month earlier and the point of impact was one or two inches from the icm. Technical services (ts) provided troubleshooting options, however, these do not seem to work. The field representative indicated that the icm does not seem to be in one piece when feeling the device over the skin. The icm device is believed to be broken from the patient's fall. Imaging was suggested to confirm the state of the icm. The device remains in service and implanted at this time. No adverse patient effects were reported. Additional information provided indicates this icm was replaced and is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues and was not able to be interrogated with the patient mobile monitor, the clinic assist and the magnet. Reportedly, the patient experienced a trauma from a fall about a month earlier and the point of impact was one or two inches from the icm. Technical services (ts) provided troubleshooting options, however, these do not seem to work. The field representative indicated that the icm does not seem to be in one piece when feeling the device over the skin. The icm device is believed to be broken from the patient's fall. Imaging was suggested to confirm the state of the icm. The device remains in service and implanted at this time. No adverse patient effects were reported.